Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and dissection during implant of a leadless implantable pulse generator (ipg). It was also reported that the usual reverse curve was not observed catheter appeared to curve forward and slide down the heart wall with the patient immediately becoming non-responsive. The cardiac surgeon who repaired the tamponade reported the hole as being at the junction of the mid septum and free wall. The ipg and delivery system was removed and replaced. No further patient complications have been reported as a result of this event.